Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the patient was asked why stim was at 0.65 v and they replied that this was what was set at implant time, that they didn't change the level. The actions taken to resolve the settings issue was the patient increase the stim to 1.0 v because their leakage increased significantly to the point they were using pads and getting up 5-6 times during the night to urinate. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Patient weight was also provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patients said they've been leaking and they needed to increase the strength of their bladder pads. They added that they "had gone down from the maximum to the 2 level pad and now I am back up to a 4". During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on. The patient increased stimulation on the call from 0.65v to 1.0v on program 3. They could feel stimulation comfortably in the bicycle seat area at 1.0v. The patient then said "I don't know how it got so low because the last that I remember I thought it was at like 2". They then clarified that they didn't recall decreasing stimulation. The patient also noted that they haven't used the device in a while and first noticed the stimulation was lower when they remembered today. No trauma/falls were reported that could be related to this issue. The call center recommended to monitor symptoms. They were also redirected to the healthcare provider (hcp) if symptoms don't improve. No further patient complications have been reported as a result of this event.